Manufacturer narrative:
Evaluation summary the manufacturing site was provided three photographs for evaluation. In the first photograph, a syringe is observed connected to another component and is filled with a blue tinted liquid. On the tip, shoulder, and top portion of the syringe, droplets of the blue liquid can be observed. In the second photograph provided, a closer up visual of the same syringe can be observed. In the third photograph, three magnified photographs of the same empty syringe (no blue liquid observed) are shown with red arrows highlighting the same section of the shoulder of the barrel. The device history record (DHR) for the lot was reviewed. Pieces were visually and physically tested with no issues recorded relating to this customer report. The DHR for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. Although the condition of a hole in the molded barrel component appears to be confirmed per the photographs provided, without a sample, a complete investigation cannot be performed at this time and the reported condition cannot be confirmed. Per procedure, complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the syringe was being used to inflate a balloon with a mixed liquid however, the mixed liquid was just leaking out of the syringe because of a hole near the graduation marking.